Event description:
On (B)(6) 2013 the patient underwent generator replacement. It was reported that the lead was fine. The explanted generator could not be returned to the manufacturer as the hospital does not return explanted products.

Event description:
Additional information was received on (B)(4) 2013 when clinic notes were received. The clinic notes dated (B)(6) 2012 indicated that the patient has had no chest pain, cough, or throat irritation. The vns appears to be in place without surrounding redness, swelling, increased warmth, or tenderness. The clinic notes state that the patient's headache resolved with change in vns settings and patient not able to tolerate >1.0ma output current. The patient's last seizure was on (B)(6) 2011 with no recurrence. The clinic notes dated (B)(6) 2012 indicate that for the last 4 days, the patient complains of intermittent pain starting on the right side of the chest along the vns and radiating into the right side of the neck that is severe and occurring on a frequent basis. The patient states that it is every five minutes and on for 21 seconds. The patient has had no recurrent seizures. No obvious injuries or neck injuries. Her x-rays were reported as unremarkable and no obvious notable break along the wires to suggest a short. The physician stated that the left-sided chest and neck pain are most likely related to the vns. The patient's vns was interrogated and appeared to be working "essentially unremarkable." The lead impedance was ok with no signs of end of service and a dcdc of 2. The patient's device was disabled and the patient was referred for surgery. Although surgery is likely, it has not occurred to date. It was later reported that the patient has clinical depression and symptoms are worsening as well as seizures. The patient's device had been disabled in the ER prior to this.

Event description:
On (B)(6) 2012 it was reported that the vns b patient is in the emergency room due to electrical shocks in her chest; pain from vns. The patient was referred for a revision surgery due to the painful stimulation. It was later reported that the painful stimulation was first observed on (B)(6) 2012. No causal or contributory programming or medication changes preceded the onset of the painful stimulation. No patient manipulation or trauma occurred that is believed to have caused/contributed to the painful stimulation. It was reported that both system and normal mode diagnostic tests were performed which showed the device to be functioning properly as they came back "ok." The device is currently programmed off. The revision surgery is for patient comfort. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient was seen that day by a vns treating physician and the patient's mother had informed the physician that the device had been disabled in october because the device was at near end of service and the patient was having painful stimulation in her neck and had been referred for a full revision surgery because he believed that something may be wrong with her lead. No diagnostics were performed on the (B)(6) 2013 visit because the device was disabled and they did not want to bring the painful stimulation back with diagnostics. The physician's rational in referring the patient for a full revision was because the battery was depleted anyways and he believed something was wrong with the lead which was causing the painful stimulation. Clinic notes dated (B)(6) 2013 were received which indicated that the vns battery is depleted causing an increase in seizures. The patient was referred for a full revision surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.

Manufacturer narrative:
Brand name; common device name; model #, serial #, lot #, expiration date; device manufacture date; corrected data: additional information was received which changes the product that the initial report was submitted on.